Event description:
Reporter alleged the meter was dropped and cracked at the base and all over. Upon investigation by the mfrs' evaluation dept, it was determined the pins 3 and 4 were melted. No actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.